Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the customer received a box of suture that had different information on the short side of the packaging than another similar box. It contains different references, different lot numbers, different brand names and different characteristics. This was detected before use.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/08/2019. Representative samples returned to support investigation of multiple device issues captured in reports 2210968-2018-77571, 2210968-2018-77572, 2210968-2018-77573. Analysis results have been included in follow-up reports for each. Evaluation: there was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, three unopened boxes with different information at the sides could be observed.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/07/2019. Device evaluation summary: a sealed box with product code 18528g lot # mem953 and product code w202, lot # mem817 printed on the sides were returned for analysis. During the visual inspection of the box, a mismatched between the lateral sides of the printed box were observed; since, the first side belongs to product code w202, lot # mem817 with silk suture (sutupack). The second side belongs to product code 18528g, lot # mem953 with mersilene suture. In the visual inspection of the samples inside of the box, belongs to product code 18528g, lot # mem953. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of packaging - labeling identification is wrong or mixed batch\order number or product code.